Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported the IV set disconnected from another primary tubing set during an infusion of oxytocin. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.